Event description:
It was reported that there was high impedances in a recent implant. It was noted that a revision was planned in the next two weeks from the date of this report. Impedance testing, x-ray and reprogramming were all troubleshooting measures performed. The issue was not resolved and the cause was not determined. It was noted that the patient referred no stimulation. Impedances measured were all high at about 8000 ohms. The x-ray revealed no anomalies. Patient was alive with no injury. Patient was not receiving therapy and had not felt stimulation. Patient was experiencing pain.

Event description:
Additional information reported indicated that the revision had been done one week prior to the report. During revision the physician cut both the vectris leads. He implanted two new vectris leads; the impedances were a little bit high but all in the ranges. No stimulation was again reported so the presence of adhesions and scarring was suspected. The explant occurred and the patient was waiting for a paddle lead implant.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).